Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker was exhibiting high impedances greater than 2000 ohms, which triggered the lead safety switch. High impedances were observed in both unipolar and bipolar configuration. It was observed that the threshold measurements were increasing. Noise on the right ventricular (rv) lead channel was also oversensed. This noise was recreated with isometrics, in the office. The patient was reportedly having some shoulder issues. An x-ray was ordered. However, results are not known at this time. No adverse patient effects were reported.

Event description:
Additional information reported from the field representative indicated that the x-ray showed the lead had not moved. The patient is to follow up with the physician. No adverse patient effects were reported.